Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 16 december 2016. The representative was unable to replicate the reported issue. The representative returned to the site on 19 december 2016 to attempt to repeat the issue again. The representative was unable to replicate the reported issue. The representative reported that they replaced the x-ray generator control board as well. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-ray generator control board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, after bringing in the imaging system for the procedure. The site radiologic technologist (rt) found that the x-ray disabled button on the imaging system pendant was on. The rt pressed the button to turn the feature off to use the system, but the system was unresponsive. Restarting the system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the suspected power conversion board was returned to the manufacturer for analysis. Analysis found that no fault found. Analysis found that the reported event was not related to a hardware issue.